Event description:
It was reported that the customer had an unresponsive button on the insulin pump. Customer's blood glucose level was 7.8 mmol/l. Customer stated that he did not get water on the pump. Customer cannot move the button up and down sometimes. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. The device had minor scratches on lcd window, broken belt clip slot, and cracked battery tube threads.